Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they keep receiving no delivery alarms on the insulin pump. Customer stated that they will change the infusion set or reservoir whenever they receive the alarm. Customer stated that the no delivery alarm occurs when they do a bolus. Customer's blood glucose was 278 mg/dl at the time of the incident. Customer was assisted with performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer pushed the insulin with the plunger and reported the insulin did exit the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer mentioned that they have received a no delivery alarm during priming as well.